Manufacturer narrative:
Per review of the file on 15-nov-2019: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date as been updated to (B)(6) 2017. Reason for device explant and/or reoperation: anisomastia, device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per review of the file on 15-nov-2019, the patient underwent explantation and replacement with 700cc mentor memorygel breast implant, catalog # 3505700bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a 450cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture (baker grade 4 on right, and unknown grade on left). The patient underwent revision for the left-sided capsular contracture in (B)(6) 2018, no device replacement was reported for that procedure. The patient now experiencing pain when she lies down, which makes it hard to sleep, and a physician confirmed right-sided capsular contracture. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the patient underwent right-sided capsulectomy and serratus placement, and left-sided capsulorrhaphy, along with the bilateral implant exchange on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, per clinician¿s review, the file has been corrected to remove capsular contracture and replaced with anisomastia and device migration due to reported left-sided double bubble and descent of left breast, cause not established. The date problem observed was updated to (B)(6) 2018, and product problem has been selected for correction. Manufacturer¿s reference number: (B)(4).